Manufacturer narrative:
Product event summary performance data collected from the device was analyzed and revealed battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012 with device rrt of less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat of 2.627 to 2.606 volts between (B)(6) 2012. 2 low battery voltage alerts occurred on (B)(6) 2012.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device was at recommended replacement time (rrt) and did not meet expected longevity. The device was explanted and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was further reported that the patient was symptomatic with breathing issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.